Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The field service engineer confirmed the internal leakage test failure. During four visits on-site, he reseated printed circuit boards (pcb) and replaced the monitor pcb, expiratory valve coil, expiratory channel pcb, control pcb and pneumatic back plane pcb. The ventilator now passed pre-use check and was returned to clinical service. The evaluation of received device logs confirms the reported issue. Starting on the reported date of event, internal leakage tests failed. The visual inspection of the returned parts listed above showed no anomalies. The returned parts were installed in the reference ventilator. Several pre-use checks passed and simulation test ventilation ran for 1 - 3 weeks without issues. The conclusion is that leakage was confirmed in received device logs, but that the reported leakage could not be attributed to the returned parts during the investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).